Event description:
It was reported there was an infection. The devices were explanted and a culture was taken from the device pocket. Patient symptoms included redness at the device pocket. Surgical intervention was required.

Manufacturer narrative:
Product ID, 37642 lot# (B)(4), product type programmer, patient product ID, 37085-95 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type extension product ID, 37085-95 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type extension product ID, 3387s-40 lot# v681753, implanted: 2011 (B)(6), product type lead product ID, 3387s-40 lot# v681753, implanted: 2011 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).